Event description:
Boston scientific received info that this right atrial lead became dislodged several times during the initial implant procedure, as well as post-implant due to pt's enlarged atrium. The physician decided to remove the lead and atrial port was plugged. No allegation against the lead. No adverse pt effects were reported. No explant date was provided.